Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. Additionally, the battery gauge intermittently fluctuated and subsequently the pump shutdown. Customer¿s blood glucose value was 84 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.